Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023 with unknown setting due to idiopathic normal-pressure hydrocephalus (inph). The product was used with bactiseal barium striped catheter (ID (B)(6)). On (B)(6) 2023, shunt contrast was performed and obstruction in the abdomen was observed. On (B)(6) 2023, revision surgery was performed and the valve was explanted and replaced. There was no issue with the bactiseal barium striped catheter (ID (B)(6)). According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. Patient recovered.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised. A needle hole in the needle chamber was noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The needle guard was dismantled, glue traces were noted on the silicone base and the needle guard, and the needle guard was slightly bent. Root cause analysis - at the time of investigation no function issues were noted. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, a root cause for the raised and bent needle guard could be due to improper handling. As noted in the instruction for use (IFU), ¿do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.¿

Event description:
N/a